Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the drills had fractured and bent at the start of the fluted section. The drill identities were confirmed to be item# 01-9196, vendor lot# 345521 & item# 01-9196, vendor lot# 329508. The drill from vendor lot# 345521 was bent at the beginning of the fluted section. The drill from vendor lot# 329508 was fractured at the beginning of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The raw material certificates showed material is conforming to specification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D4 ¿ the lot number (345521) etched on the drill is the vendor's lot number. Based on a review of inventory transactions and the customer's purchase history, there are five (5) possible zimmer biomet lots: 422580, 422560, 422590, 422610, or 422550. D10 ¿ medical products: 2.0mm system twist drill with j notch 1.5mm x 50mm w/ 22mm stop, part# 01-9196, lot# 322180 or 061750.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported one drill bit broke and another drill bit bent during a mandibular surgery. When the surgeon fixed the screw, the drill tip broke when it was fitted and rotated before use. The surgeon tried to use another drill, but it bent during surgery. The surgery was completed with a short drill tip. No adverse events have been reported as a result of the malfunction.